Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, the patient underwent a hardware removal for a finger surgery. A variable angle locking plate for metacarpal, one (1) cortex screw and six (6) locking screws were removed from the patient due to possible infection and regression of the fusion. It is unknown if there was a surgical delay. Patient status is unknown. This is report 5 of 8 for (B)(4).